Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 02/2024).

Event description:
It was reported that approximately three days post port device implant, the port catheter allegedly detached and migrated into the right atrium. Reportedly, the catheter was removed. The patient status is unknown.

Event description:
It was reported that approximately three days post port device implant, the port catheter allegedly detached and migrated into the right atrium. Reportedly, the catheter was removed. The patient status is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to titanium low-profile implantable port that is cleared in the us. The 510k/PMA number and pro code is identified in d2, and g5. Manufacturing review: the lot number was provided and a device history records review was performed. The lot met all release criteria. Investigation summary: one titanium low-profile port, one cath-lock and one groshong catheter segment were returned for evaluation. Gross examination of the port body showed puncture access of the port septum and the cath-lock placed on the port stem. The segment was returned detached from the port body and measured approximately 20.9cm. A complete circumferential break was noted at the proximal end of the returned catheter segment. A minor kink was noted between the 12cm and 13cm depth marks. The investigation is inconclusive to the alleged disconnection, there is insufficient evidence to confirm the alleged catheter separation. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 02/2024), g4. H11: b2, d10, h3, h6 (method, conclusions). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.